Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from (B)(6) (local reference number (B)(4)) of peritonitis in a (B)(6) male patient coincident with extraneal viaflex, dianeal freeline solo pd4 1.5% and dianeal freeline solo pd4 2.5% therapies. On an unreported date, the patient began treatment with extraneal viaflex, 2500ml (frequency and lot numbers unknown), dianeal freeline solo pd4 1.5% 2500ml, (frequency and lot numbers unknown), and dianeal freeline solo pd4 2.5% 2500ml (frequency and lot number unknown), intraperitoneally (ip), for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that day. Laboratory testing, remedial treatment, event outcome and action taken were unknown. The nurse did not provide an opinion of causality and declined to provide further information.